Event description:
It was reported that the surgeon inserted cage into a disc space, expanded implant to 3/4 complete expansion. However, when he released the pressure the implant would drop back down to 8mm, the starting height. Expanding was attempted 2 different times and changed the o rings, it still wouldn't hold its expansion. Thus situation added an extra 5 minutes onto the case. Ended up opening a new implant and everything worked out great.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment the cage was returned for analysis and no issues were found therefore the reported event cannot be confirmed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A plausible root cause could not be identified because no issues were found during functional inspection.

Event description:
It was reported that the surgeon inserted cage into a disc space, expanded implant to 3/4 complete expansion. However, when he released the pressure the implant would drop back down to 8mm, the starting height. Expanding was attempted 2 different times and changed the o rings, it still wouldn't hold its expansion. Thus situation added an extra 5 minutes onto the case. Ended up opening a new implant and everything worked out great.